Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a system diagnostics test at the office visit resulted in a high impedance reading indicating a possible lead malfunction. Patient subsequently underwent vns therapy system replacement. No serious injury was reported.